Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in pace impedances on the right ventricular (rv) lead. The impedances rose from 665 ohms at implant to 1750 ohms in (B)(6) 2014. In (B)(6) 2016, the impedances then became out of range at greater than 2500 ohms. In addition, shock impedances were observed to have risen from 35 ohms at implant to 80 ohms. High pacing thresholds on the rv lead were also noted. At this time, the products remain in service. The following physician and patient have been aware of the observations and have chosen to monitor the situation. The rv lead is a competitor's product. No adverse patient effects were reported.